Manufacturer narrative:
Concomitant therapies: juvéderm® voluma¿ with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, hardness, lumpiness, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of pain, swelling, hardness, lumpiness, and biofilm as follows: precautions for use: ¿ "as a matter of general principle, injection of a medical device is associated with a risk of infection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ indurations or nodules at the injection site. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment"

Event description:
Healthcare professional reported patient was injected with 1 syringe of juvéderm® volbella¿ with lidocaine as well as concomitant injection with 2 syringes of juvéderm® voluma¿ with lidocaine, and 1 syringe of juvéderm® volift¿ with lidocaine. Three and a half months after injection patient¿s ¿face had swelled and there was pain and tenderness in [the patient¿s] mouth.¿ eight days later patient developed a ¿root canal infection on right side of mouth¿ and an emergency dentist prescribed amoxicillin and steroids. Patient has had ¿dental problems on and off for a number of years¿ which had not been disclosed to the injecting physician at the time of injection. After three weeks patient informed the injecting physician that the ¿filler in lips (top and bottom) had gone hard and filler in right cheek also gone hard.¿ in addition the lips are lumpy and the filler is palpable in the right cheek. The marionette on the right side of the patient¿s face is also lumpy and hard. The physician's opinion is that the patient ¿potentially had a biofilm formation due to the tooth infection.¿ after contacting a company representative the physician prescribed ciprofloxacin and clarithromycin which were advised by the representative. The lumps are still present, though not so hard. The patient did not want the lumps hyalaised. Patient¿s tooth will be extracted and the physician advised the patient to get an antibiotic prescription from the dentist. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00293 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine , also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 08/22/2016.

Event description:
Additional information provided by healthcare professional: patient's dentist replaced the metal in their tooth with enamel. The patient's symptoms have "all resolved" and the patient is "really pleased with the treatment."